Manufacturer narrative:
Corrected fields - d2: common device name, d4: model number, h6: component code. Additional information - b4: date of this report. H6: device code, method, results. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the sales rep that the patient wore the unit last night for the first time and wore it overnight. In the middle of the night, she began having a dull aching pain. She had the pain again at 6am. She took the unit off and the pain immediately went away. I discussed the option of trying the unit again, and taking it off at any sign of pain, and not wearing again until the next day. We did also discuss introducing the treatment in small increments, such as 1 hour, then 2 hours the next day, etc. I also offered the option of switching her to the opak. She said she'd like to try the bhs one more time tonight, and she will let me know tomorrow if the issue happens again. Patient called back pain about 4. Woke her out of her sleep around 1am. Dull pain. Went back to sleep woke up at 6am foot was aching and throbbing. Took off unit had immediate relief. Tried 1 more night felt pain, aching and stinging. Couldn't remember if she had stinging the 1st time. Pain was under the skin. A new orthopak was shipped to the patient.

Event description:
It was reported by the sales rep that the patient wore the unit last night for the first time and wore it overnight. In the middle of the night, she began having a dull aching pain. She had the pain again at 6am. She took the unit off and the pain immediately went away. I discussed the option of trying the unit again, and taking it off at any sign of pain, and not wearing again until the next day. We did also discuss introducing the treatment in small increments, such as 1 hour, then 2 hours the next day, etc. I also offered the option of switching her to the opak. She said she'd like to try the bhs one more time tonight, and she will let me know tomorrow if the issue happens again. Patient called back pain about 4. Woke her out of her sleep around 1am. Dull pain. Went back to sleep woke up at 6am foot was aching and throbbing. Took off unit had immediate relief. Tried 1 more night felt pain, aching and stinging. Couldn't remember if she had stinging the 1st time. Pain was under the skin. A new orthopak was shipped to the patient.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.